Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the device failed to detect the attached electrode pads. Complainant indicated that the clinician waited for another ambulance to obtain another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The event electrodes were not returned to zoll medical corporation for evaluation. Instead, the CPR stat padz adult electrodes with the same lot number as the event electrodes (#1517) was received unopened in its original packaging. Inspection of the pads found no discrepancies. The electrode pads were subjected to several functionality tests including various shock discharges at 30,50,100,150, and 200j. Review of the associated device's history log indicates a "defib pad lead fault message" consistent with the customer report. There was no indication that an attempt was made to deliver therapy. No device errors were observed as part of the review but we do observe the device having difficulty identifying the electrode set. Identification does not impact the ability to deliver therapy. Analysis of reports of this type has not identified an increase in trend.